Event description:
A customer contacted baxter's technical service center to report a leak in the patient tubing line. The technical service representative (tsr) assisted the homepatient (hp) to end the therapy. The hp would start over again using new supplies. On (B)(6) 2010, product surveillance contacted the hp's peritoneal dialysis (pd) nurse regarding the leak in the patient line. The nurse stated that she was aware of the situation and stated that the hp was placed on prophalactic antibiotics. On (B)(6) 2010, product surveillance contacted the hp to see if the sample was available. The wife does not recall the lot number and she stated that the supplies were discarded. The wife reported that the patient continued with new supplies with no reported patient injury.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. (B)(4).

Event description:
A customer reported they observed moisture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's transmitter was returned and investigated. Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.